Manufacturer narrative:
The pod was received with the cannula deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. The pod ran an expected number of pulses in each priming sequence. No issues were found that would result in the needle deploying late. Although no issues were noted with the needle mechanism, we cannot determine when the device deployed.

Manufacturer narrative:
The device was returned to the manufacturer and is pending evaluation. A supplemental report will be submitted upon completion of this activity. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports upon activation the pod cannula did not deploy. When the patient removed the pod, the cannula then deployed. No changes to her blood glucose levels. The pod was worn less than an hour.